Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. A cartridge change was performed to address the alarm and subsequently, an altitude alarm occurred. Customer was not outside of the labeled operating altitude range. A new cartridge was loaded successfully resolving the issue. Customer's blood glucose level was 292 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.